Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as open sores with blood that hurt. There was no alleged device malfunction contributing to the irritation. The patient reported to be hospitalized and the doctor was informed of the skin irritation, but it is unclear if there was medical intervention. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.